Event description:
The customer reported that the system displayed an intermittent interlock failure error message. This error message will likely cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power motor board was replaced. The system was then found to be operating as intended.